Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error the day prior to the call. Blood glucose level at the time of the incident was not provided. The customer reported that the insulin pump may have been exposed to moisture and had condensation under the display. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received stuck in critical pump error (open book image) and unable to download due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling end cap address label, severely faded end cap address label, corrosion on force sensor assembly, corrosion in battery tube and corrosion on motor home switch.